Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-02409. The patient received two leads (from the same lot) as part of his scs system. It was reported the patient felt ineffective stimulation coverage from his system. It was reported the patient gave up on system after the second postoperative programming appointment and the system was explanted.